Event description:
Philips received a complaint on the v60 ventilator indicating that the front bezel, navigation ring does not work. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.